Event description:
The pump reportedly overdelivers. This was noted during biomed engineering testing. The pump had been sent to them with an unsigned note stating "broken". During testing, it was noted that the pump consistently overdelivered by 10%. There was no indication of overdelivery or adverse events while the device was in pt use.